Manufacturer narrative:
The device was not returned to bsn for analysis as it was kept by the medical facility.

Event description:
A report was received that, during a lead revision procedure, a pt's ipg was replaced. The pt was involved in a car accident, so the physician decided to replace the ipg as a precaution. The pt was reportedly doing well following the procedure.